Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distal tip of the stem had broken through the sterile packaging. No patient involvement reported. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source : canada. Complaint sample was evaluated and the reported event was confirmed. Inspection of the sterile package confirms it has been damaged/torn and there is a black stain where the damaged area is. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was identified as transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.